Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon reported that multiple clips were coming out at once and that individual clips were twisted. Case completed with another device of the same product code. There were no patient consequences reported. One device was discarded.